Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, a stent delivery system break occured. The lesion was located in the hepatic parenchyma. Vascular access was obtained through the right jugular vein via ipsilateral approach. The sentinol self-expanding nitinol biliary stent system was introduced into the pt and positioned at the target lesion, but stent deployment failed. The sentinol self-expanding nitinol biliary stent system was removed from the pt, and the physician attempted to deploy the stent outside the pt, and the stent delivery system broke. The procedure was completed successfully with an unspecified wallstent. No further pt injuries or complications were reported. The pt's status was reported as "stable".